Manufacturer narrative:
Work order search: no similar complaint types were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. Event date: unk. Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Implant and explant dates: unk. Initial reporter: unk. (B)(4).

Event description:
The reporter indicated that a cq2015a intraocular lens, diopter +13.0 was "implanted and removed. No injury to patient, no more information." Reportedly, lens was explanted because the surgeon "didn't like how it look." Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Additional information: lens was implanted on (B)(6) 2018 into the patient's right (od) eye. The lens was returned in liquid, in a lens vial. Visual inspection found the haptic bent. (B)(4).